Event description:
In 2002, upon trying to retrieve catheter from patient's arm, end became stuck and separated inside av fistula. Radiologist was able to retrieve through same puncture site with loop snare. Patients condition is good.